Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the ipg was relocated. The issue was resolved.